Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported pain and recurrence. Recurrence is a known inherent risk of the procedure and is listed in the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: on (B)(6) 2010, the patient underwent an umbilical incisional hernia repair with implant of an bard ventralex hernia patch. On (B)(6) 2012, the patient started to experience abdominal pain and discomfort. Her primary care doctor indicated she had another hernia. On (B)(6) 2015, the patient continued to experience abdominal pain with swelling and was told by her primary care doctor that she had a recurrent hernia and needed to have it repaired. On (B)(6) 2015, the patient underwent an open revision procedure related to the hernia repair which included removal of 3 unspecified non absorbable sutures that were placed initially with the implant of the ventralex hernia patch, the patient's umbilicus was also removed. The patient reported that she continues to experience umbilical postoperative pain.